Manufacturer narrative:
(B)(4): on 01 oct 2015 customer advocacy sent the customer an email acknowledging receipt of the complaint, providing the complaint number, and inquiring if additional information may be available. Confirmation was also requested from the customer that there was no patient impact associated with reported issue. Customer advocacy contact information was provided. A copy of the email has been attached to the complaint. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Customer reported via email that item broke during surgery. The screw fell out of the kerrison and the surgeon used the microscope to retrieve the screw from the patient. Patient impact is unknown at this time.

Manufacturer narrative:
(B)(4): the sample was provided and an evaluation was performed. The instrument was manufactured in september of 2014. The screw is missing from the instrument, and it was not included with the instrument for evaluation. The instrument may have been repaired by an unauthorized third party, or the screw may have been removed to clean the instrument, and thereafter was no longer fixed properly. The instrument must always be tested after cleaning, and ensure the screws are tight. There have been no issues identified with the material or manufacturing process. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.